Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet with dexcom g7 experienced a single hyperglycemic episode to 204 mg/dl lasting about 30 minutes while using an inset infusion set on the stomach, with the patient perceiving the replacement pump as not adjusted as well as the initial device and requesting clinical review. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.